Event description:
Boston scientific received information that the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2000 ohms. The rv lead was cut off and the lead body was coiled up in the ra. Further, a lead extraction was performed and rv lead was caught from the femoral access and removed successfully. Attempts to obtain additional information were unsuccessful. The system was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. Product analysis revealed that the anode and cathode had a fracture approximately 165 mm from the terminal pin and 30 mm distal area of suture sleeve was tied down. The type of fracture is consistent with fatigue fracture. The lead was clinically out of specifications and analysis confirms the high out-of-range (oor) pacing impedance observation against the lead.